Manufacturer narrative:
Medical review: as per hcp review this likely not due to the implanted human tissue, but the allergy tests will be the final determinant. Manufacturing assessment review: it should be noted that (B)(4) (7509215) was involved in a non-conformance in which the product was reacted in a room where a table was pulled away from the wall, breaking the silicon seal. This batch was not associated with any other non-conformances. Lab results (sterility, endotoxin, and moisture analysis) passed and all environmental monitoring samples met specification for part# 7509215, serial# (B)(4). Lab results documentation was reviewed and no abnormalities were noted. Donor file & donor eligibility records- tros confirming all recovery processes for the donors associated with the products from this complaint are compliant, and there were no other reports of adverse reactions involving tissues from these donors. Doctor has reviewed the donor chart and, in his opinion, nothing in the donor record would have caused an untoward event once transplanted. As long as there are no deviations on our end, the adverse event was not caused by donor tissues as received, processed, stored and distributed by us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion (tlif) at l1-l4 due to back and radicular pain. Po st-op, although the patient has done well from a back pain and radicular pain standpoint, she has had hives (an allergic reaction) intermittently since her implantation. Patient does have a latex allergy, but was not knowingly exposed to latex during her surgery.